Manufacturer narrative:
H3: service and repair team confirmed that the piece of bur was stuck inside the bur lock and visually, only the shank from the proximal end of the device was returned and measured 0.189 inches in length. The outside diameter of the shank was 0.05775 inches. Under magnification, there were striations on the shank. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation, the bur was stuck. Service and repair team confirmed that the piece of bur was stuck inside the bur lock. There was no patient impact in this event.

Manufacturer narrative:
Analysis new information was updated: the outside diameter of the shank shall be 0.0580 +0.0000/-0.0010 inches, and the actual measurement was 0.05775 inches which was in specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.